Manufacturer narrative:
H10: the replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. The pil technician was able to confirm the touchscreen touch position misalignment. The returned touchscreen failed the resistance ratio verification, not meeting the accepted specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was misalignment in the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The misalignment in the touchscreen was confirmed by the field service engineer (fse) and there was no improvement in the device issue after calibration of the touchscreen was attempted. The fse replaced the touchscreen, and the device issue was confirmed to have resolved. The device was inspected, cleaned, and had running and function tests completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.